Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was replaced due to a tube cracking and pain caused by the pump. The device was removed and replaced with a tactra. There were no additional patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was replaced due to a tube cracking and pain caused by the pump. The device was removed and replaced with a tactra. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak tested; the cylinders were also pressure tested and the pump functionally tested. No anomalies were found with the components besides secondary damages that most likely occurred during explant. The reported clinical observation of hole/perforated could not be confirmed. Also, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.